Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, abdominal air leaked and boo sound was heard. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of three devices.